Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. The device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo and the right ventricular (rv) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant product: 419688 implantable pacing lead (B)(6) 2011; d224trk implantable cardioverter-defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Thirteen non-sustained tachycardia episodes of less than 220 milliseconds v-v cycle are recorded on (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular short interval counts (sic). An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular (rv) lead had high pace/sense impedance, was not capturing, was exhibiting noise and a lead fracture was suspected. It was also reported that the patient stated they had fallen recently and the fall may have impacted the area where the system is located. Additionally, during the rv lead change-out procedure, an insulation breach of the left ventricular (lv) lead occurred during cautery. The rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.